Manufacturer narrative:
(B)(6) 2015 04:09 pm (gmt-5:00) added by (B)(6) ((B)(4)): it was indicated that the device is not available to be returned to maquet, a technical evaluation cannot be performed. Per our sop's, all events are tracked and trended to determine whether or not any trends develop. This complaint was investigated in the (B)(6) non-conformance system. The investigation determined delamination of fibers as the possible root cause. The failure mode is known and covered in CAPA (B)(4).

Event description:
After initiating support the perfusionist noticed pink to red colored drip from the gas outlet port. Estimated blood loss was 1 cc.